Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that every time they change the battery in the insulin pump, it would lose the programming. The insulin pump would do a reset. They reviewed the alarm history. It was noted that they received an external ram error alarm and an unexpected restart alarm. The alarm did not occur during the rewind and prime process. The insulin pump passed the self-test. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unexpected restart alarm after battery change due to faulty interface board. Pump passed the operating currents measurement, self test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No signal too low alarm was noted during failure analysis. Pump had minor scratched display window.